Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. During the report it was found that the customer was not following the screen prompts when performing the load sequence. A new cartridge was successfully loaded. Subsequently, insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. A cartridge change was performed resolving the issue, and customer resumed insulin therapy. Customer¿s blood glucose was approximately 180 mg/dl.